Event description:
Blood leak happened within 10 minutes during treatment. Qb=240ml/min, uf=0.8l/hr, venous pressure=175 mmhg, dialysate pressure= 155mmhg. The amount of blood loss was 10 ml. No patient harm and no medical intervention was needed.

Manufacturer narrative:
No further info is expected for this specific event and the case is considered closed. Gambro does not regard the submission of this report as an admission of liability.